Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, post-sensed t wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made. Patient will continue to be monitored.